Event description:
Reporter alleged obtaining a blood glucose result of 147 mg/dl on her advantage system compared to the hospital measurement of 74 mg/dl when tests were performed within one minute of each other. Reporter stated her system had been reading higher glucose results lately and she used the hospital device where she is currently employed to test her glucose. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.